Manufacturer narrative:
Product analysis conclusion: the reported suprarenal stent detachment and type ia endoleak that led to the aneurysm rupture were confirmed from the films received, although the cause of these events could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Full post-implant CT¿s or full angiograms were not available for review and the stent grafts in-vivo configuration could not be fully evaluated. Earlier post implant cts were also not available for comparison of the stent grafts in vivo configuration over time. The bifurcate stent graft fabric had migrated distally most likely due to the supra renal stent detachment. This resulted in a proximal type I endoleak which most likely contributed to the aaa rupture. It is possible that disease progression due to neck dilatation may have contributed to the suprarenal stent detachment, but this could not be confirmed.¿ lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual failure of the graft fabric/sutures and resulting distal migration of the bifurcate. Aortic neck angulation may have also contributed to the increased loading at the suprarenal stent attachment, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was reported that the patient was transferred from another hospital for treatment immediately as it was an emergency. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft (etbf3616c145e) was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 7 years post the index procedure, the patient was transferred from another hospital. CT imaging revealed that the suprarenal stents had separated from the endurant ii stent graft, leading to the rupture of the aneurysm. A type ia endoleak was present. Intervention was preformed, and 3 endurant cuffs (etcf3636c49e) were implanted to repair the rupture. Treatment was successfully completed. Per the physician the cause of the rupture and suprarenal stent separation was attributed to device failure. No additional clinical sequelae were reported, and the patient fine.